Event description:
N/a.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2023-02886. Please refer to mfg report number 2249723-2023-02886 for all information for this complaint event. Please cancel mfg report number 2249723-2023-02876 in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called clinical support line following the pump shutting off unexpectedly. At the time of the call, the staff had successfully restarted the pump. The customer stated that she didn¿t think there was an alarm prior to the shutdown. Customer printed alarm log, and there was nothing around the time of the shutdown. I had her confirm the pump was plugged into a wall outlet and the grey icon on the screen confirmed a/c power. The pump was in hybrid mode. Customer stated everything seems to be normal now. There was no patient hard reported.